Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed primary audible alarm. No further information provided. No patient injury.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One device was received. Visual inspection noted the plunger assembly was partially separated. The complaint was unable to be confirmed due to a power-up problem. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced interconnect board and speaker. Performed preventative maintenance (pm). Device passed all functional and delivery tests.